Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: material analysis determined that the device fractured in bending fatigue. Conclusion: the most likely cause of the event is fatigue of the device.

Event description:
It was reported that; the patient underwent the surgery w. On 2015, the surgeon confirmed x-ray. And he found that the rod had broken (on the l5, both sides rod). Therefore, the patient underwent the revision surgery on (B)(6) 2015.

Event description:
It was reported that; the patient underwent the surgery w. On 2015, the surgeon confirmed x-ray and he found that the rod had broken (on the l5, both sides rod). Therefore, the patient underwent the revision surgery on (B)(6) 2015.